Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available omnipod software app version: 3.1.1 operating system: up1a.231005.007.s921usqs4ayb3 hardware: sm-s921u cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that approximately one year prior to reporting, she experienced elevated blood glucose levels after an unspecified duration of pod wear, which resulted in hospitalization. The specific event date was not reported. The patient attributed the event to incorrect blood glucose readings from her continuous glucose monitor (cgm), stating that the cgm reported low glucose values but a fingerstick measurement indicated a level of 212 mg/dl. The specific model of cgm that was in use at the time of the event was not specified. She reported removing the pod in the middle of the night as she heard it clicking to deliver insulin when her blood glucose values were reading low. She developed symptoms including nausea and vomiting, which prompted her to seek medical attention, and she was subsequently admitted to the intensive care unit. Information regarding length of hospitalization, diagnosis, and treatment was not provided. The patient reported to have discontinued omnipod use but has continued to experience discrepancies in blood glucose readings from the dexcom g7 cgm, describing a recent episode where blood glucose displayed low on the cgm system, but a manual test strip showed levels at 600 mg/dl. According to the report, the patient was not wearing the omnipod product during the latest episode.